Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings or if the needle makes contact with the tip of the endoscope. The instructions for use for this product line caution that the needle knife must fully exit the endoscope and that contact with the endoscope may cause grounding, which could result in patient or operator injury, damage to the device, or damage to the endoscope. Needle knife breakage near the distal end can also occur if the needle knife experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution, all fusion triple lumen needle knives are subjected to a visual examination and functional test to ensure device integrity. During testing the handle is manipulated ensuring the cutting wire extends and retracts. The length of the cutting wire is also measured referencing the drawing. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion triple lumen needle knife was used to perform a precut papillotomy. When the needle was pulled back into the outer sheath, a fragment of the needle knife was noticed at the mouth of the sphincterotome. They were unable to retrieve the detached section of the needle knife. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, there have been no reported adverse effects to the patient due to this occurrence.